Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported a saline bag back filled during recirculation mode. Recirculation time was noted as being 2-3 minutes. The 2008t hemodialysis machine generated a filling program alarm. A patient was not connected to the machine at the time of the incident. The drain line was standard length and the drain height was noted as being 2 feet. Follow-up information was received which revealed that the biomedical engineer replaced the flow regulator to resolve the issue. Functional testing performed by the biomed confirmed the unit was operating properly. The unit was returned to service and remains in use at the user facility.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore, the failure mode cannot be confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification.